Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 ipg, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
The leads were explanted during an upgrade procedure. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.